Event description:
User experienced erratic results for multiple assays. Thirty pt samples were repeated. The following 3 pt examples were provided which gave discrepant results for calcium and creatinine. Sample 1, initial calcium gave 8.7 mg/dl; repeat gave 10.5 mg/dl. Sample 2, initial calcium gave 8.1 mg/dl; repeat gave 9.8 mg/dl. Sample 3, initial calcium gave 8.4 mg/dl; repeat gave 10.0 mg/dl. Initial creatinine gave 0.64 mg/dl; repeat gave 1.33 mg/dl. Original results were reported and corrected reports were sent. User did not think there were pts affected and or treated due to the original and repeat results were both in the normal range. The field service rep determined the cause to be the r1 multi-switch valve; 90 degrees was out of alignment, and re aligned r1 gasket and retested with no further problems. Performance tests were performed and within specification.